Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they now have an underbite, their right front tooth meets their bottom teeth when they bite down. Their left front tooth does not.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.